Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had blank display. The customer¿s blood glucose was 7.8 mmol/l at the time of incident. Customer reported that the insulin pump was exposed to moisture but there was not any cracked. Customer reported that the battery cap was ok. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded motor home switch and corroded electronic assemblies due to moisture exposure. Unable to perform displacement test, self test, and current measurements due to display anomaly.